Event description:
A friend of a patient reported on (B)(6) 2016 stating that the patient was in a lot of pain. It had been over a month since the pain started. The caller also stated that the patient had a new patient programmer (pp) and did not know how to use it. It was confirmed that the implantable neurostimulator (ins) was not depleted. The indication for use was multiple back operations. Additional information was received from a friend of the patient on (B)(6) stating that they believed that patient went into the hospital that morning, and that they had been in real pain for a few days. The patient's friend called back later that day stating that they got the stimulator on and working a few days prior. They patient's doctors believed the pain they were having was aggravated by their restless leg syndrome. The patient was being evaluated at that time, and they didn't have any more information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.